Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+4.0/072 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. The surgeon notes refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
Corrected data: event - the reporter stated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of -12.0/4.0/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2018. The surgeon notes refractive surprise and post op data shows loss of visual acuity. The les remains implanted with laser treatment planned for the future. Device code 4110: lens work order search found no similar complaint types events. Claim #(B)(4).